Event description:
It was reported that the patient had an unknown sling implanted on unknown date. A 4.5cm aus was implanted. No patient complications were reported in relation to this event. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.